Manufacturer narrative:
We have contacted the initial reporter to request additional information. This MDR includes all patient, event and device information davol has received to date. The subject product is in the process of being evaluated. Therefore, no conclusion can be drawn at this time. A follow up report will be submitted when evaluation is completed.

Event description:
Risk manager reported she has previously recalled explanted mesh material in her possession. No clinical information available regarding patient status or explant. Unknown explant date and reason for explant.